Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio: ~5.0, lab: ~11.0. Time elapsed between tests unknown. No further information provided.

Manufacturer narrative:
Investigation pending.